Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that while preparing a farawave catheter for a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, it was noticed that the catheter handle was dirty. The catheter was replaced and no patient complications were reported.